Event description:
It was reported that there was possible loss of capture (loc) by the right ventricular (rv) lead in this pacemaker system along with functional undersensing. Technical services (ts) suggested an in-clinic evaluation. No adverse patient effects were reported. Currently, this pacemaker system remains in service.